Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have an "air in line" alarm when there was air in the line, but if there was no air in the line, then the pump worked. The most likely/suspected cause of the customer reported problem was a user related issue. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had an "air alarm.' The event occurred before the start-up in the anesthesia recovery room. There was no patient involvement.